Event description:
During an in-clinic follow-up, increased capture and low sensing were detected on the right atrial (ra) lead. Diagnostic imaging was performed, which confirmed lead dislodgment. The ra lead was capped and replaced to resolve the event. The patient was stable.